Event description:
Updated clinical rationale: it was noted that the patient was successfully weaned. Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 60-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage d shock on venoarterial (va) extracorporeal membrane oxygenation (ECMO), multiple inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) registered abnormally high-pressure reading from the optical sensor (os). Shortly after, multiple ¿retrograde flow¿ alarms were triggered as well as ¿impella position unknown¿ alarm. Mean arterial pressure was 85 mmhg and the perfusionist reduced the va-ECMO flow to 1 l/min with no change. The os had abnormally high-pressure readings. A transthoracic echocardiogram (tee) revealed the impella was too deep and the device was retracted about 1 cm. Despite the adjustments, ¿retrograde flow¿ alarms continued to trigger. The patient remained conversant and stable, and all other monitored parameters were within normal limits. The patient was later started on dialysis. The post-procedure outcome was unknown. Renal failure may be influenced by patient-specific and device-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and use of va-ECMO.

Manufacturer narrative:
Following receipt of additional information, the clinical narrative was updated and captured in b5 event description. Investigation. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported renal failure could not be determined due to insufficient clinical information. Device in wrong position: due to a lack of sufficient clinical information provided on how the pump came out of position and no product returned, the cause of the positioning issue cannot be established. Placement signal issue: due to an inconclusive data log review and lack of product returned, the cause of the placement signal issue cannot be established. Retrograde pump flow: the cause of the retrograde pump flow is likely due to the placement signal, however without the returned product, the cause of these placement signal issues cannot be further established. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
D6b explant date provided

Manufacturer narrative:
Additional information received indicated the following, which appears to have been previously submitted but is being provided again to ensure all updates are fully reported: the optical sensor first registered abnormally high-pressure readings. Shortly afterward, multiple retrograde flow alarms were triggered and impella unknow position. Patient's mean arterial pressure-map: 85 mmhg. The perfusionist reduced extracorporeal membrane oxygenation-ECMO flow to 1 l/min. Nothing changed; os read abnormally high pressure. Transthoracic echocardiography indicated the device was too deep; the pump was retracted about 1 cm. Despite these adjustments, retrograde-flow alarms continued to trigger. The patient is currently stable and conversant, and all other monitored parameters are within normal limits. I will continue close surveillance until a donor is available. Correction. D4 serial number was corrected accordingly.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 60-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage d shock on venoarterial (va) extracorporeal membrane oxygenation (ECMO), multiple inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) registered abnormally high-pressure reading from the optical sensor (os). Shortly after, multiple ¿retrograde flow¿ alarms were triggered as well as ¿impella position unknown¿ alarm. Mean arterial pressure was 85 mmhg and the perfusionist reduced the va-ECMO flow to 1 l/min with no change. The os had abnormally high-pressure readings. A transthoracic echocardiogram (tee) revealed the impella was too deep and the device was retracted about 1 cm. Despite the adjustments, ¿retrograde flow¿ alarms continued to trigger. The patient remained conversant and stable, and all other monitored parameters were within normal limits. The patient was later started on dialysis. The post-procedure outcome was unknown. Renal failure may be influenced by patient-specific and device-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and use of va-ECMO.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.